Event description:
It was reported that the patient felt on/off stimulation "fluttering for the 3 months previous; it was 3 months prior when a reprogramming session was performed, and an out-of-range electrode was "removed." No fall or trauma was known, and no medical procedure had been undertaken. An x-ray confirmed the entire system was intact; an electrode and group impedance test were performed, both yielding results within normal limits. At the time of the report, the impedance measurements were normal. A revision procedure was pending. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was receiving adequate pain relief despite the problem with the fluttering stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the patient¿s system was replaced.

Manufacturer narrative:
Product ID: 39565-30 lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: lead product ID: 37752 lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: recharger product ID: 37743 lot#: serial#: (B)(4) implanted: 2008 (B)(6), explanted: product type: programmer, patient product ID: 3708140 lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: extension product ID: 3708140 lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: extension. (B)(4).